Event description:
It was reported the customer had damage to their insulin pump. Customer stated they dropped their insulin pump and caused a hairline crack at the bottom of their insulin pump. Customer also reported the insulin pump's screen was damaged. The customer stated they could not fully read the insulin pump's screen, but the insulin pump was working as designed. Customer's blood glucose was 72 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform displacement test due to missing display segments from cracked and bleeding lcd. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.